Event description:
During the procedure, it was noted during attempted blood aspiration, there was an air leak. The introducer was replaced to complete the procedure.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seals remains unknown.